Manufacturer narrative:
Device analysis; the complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
Same case as MFR report# 3005099803-2008-00994. It was reported that during a tracheobronchial stenting treatment procedure, a shaft kink occurred. The target lesion was an unspecified lung stricture. A upc/12-3/16/95, 1.5cm cover - distal ultraflex covered tracheobronchial stent had been selected and advanced to treat the target lesion but due to the patient's "tough" anatomy, the catheter shaft kinked. The upc/12-3/16/95, 1.5cm cover - distal ultraflex covered tracheobronchial stent was exchanged for a upc/14-4/16/95, 2.5cm cover - distal ultraflex covered tracheobronchial stent. The upc/14-4/16/95, 2.5cm cover - distal ultraflex covered tracheobronchial stent also sustained a shaft kink due to the patient's "tough" anatomy. The procedure was aborted. There were no pt complications reported. The patient's current condition is listed as "not doing well" for unspecified reasons and "may be going to hospice".